Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast reconstruction primary with two 450cc mentor memorygel silicone breast implants has experienced unexplained systemic symptoms postoperatively, including fatigue, joint pain, gut issues, problems sleeping, glandular type issues, problems with hair & nails, susceptible to illness, ibs, not feeling well, feels sick, dry skin and, stomach issues. The mammogram examination reported normal. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.